Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 9 - overfill alarm) occurred with multiple cartridges. Reportedly, the cartridges were filled with 200 units. Blood glucose was 105 mg/dl. Reportedly, the customer reverted to manual injection until additional supplies were received.